Event description:
It was reported by the contact, that the customer received multiple occlusion alarms. As the customer had changed the cartridge prior to contacting tandem technical support, troubleshooting to determine a possible cause of these occlusion was unable to be performed. There was no impact to the customer's blood glucose level.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.